Event description:
During a percutaneous transluminal angioplasty (pta) to the left superficial femoral artery (sfa) the vessel was reported to dissect. As a result, two stents were placed, one in the proximal and one in the distal sfa. The stents did not overlap. After the stents were placed an angiogram was performed which revealed good results with no restenosis in the stents. However, an embolism was noted distal to the implanted stents. It was treated with thrombolysis and the event was considered resolved four days later. The event was reported to be unrelated to the study product by the physician. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.